Event description:
Information received from a healthcare provider for a clinical study reported the patient experienced increased urgency and incontinence; urge urinary incontinence had "significantly worsened" on (B)(6) 2013. On (B)(6) 2014, the patient had been doing worse and had increased accidents and dysuria despite no urinary tract infections. The device was reprogrammed on the following dates: (B)(6) 2013; (B)(6) 2014. It was noted stimulation was only in buttock at 0.4 setting on (B)(6) 2014. The patient had a follow-up on (B)(6) 2014 and did not have a change in symptom management since adjustment on (B)(6) 2014. The event was ongoing and possibly related to the device/therapy.

Manufacturer narrative:
Correction.

Event description:
Additional information received reported the event was due to programming. The most recent interrogation prior to event was (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received indicated that on (B)(6) 2014 no change in symptoms management since adjustment increased urgency and incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient's relevant medical history included, urgency-frequency, ; urinary urge incontinence; urgency-frequency; ulcers; hypertension; diabetes ii; anemia; hypercholesterolemia. It was noted that there was no mention of a urinary tract infection on baseline medical history and no other urinary tract infections were reported. The event is ongoing as of (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a history of urinary tract infectious disease. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was not related to the device or therapy, not related to the implant procedure, and related to the patient¿s history of urinary tract infectious disease. Interventions taken included administering medications of macrobid 100mg bid x 1 week, then macrodantin 50mg daily. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2014. No further complications were reported/anticipated.